Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that within a month of implant, the lead exhibited a reduction in r-wave measurement through the device. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut, and blood was found on the proximal conductor (not obstructed). The lead exhibited apparent explant damage. Performance data was collected from the device and has been analyzed. No anomalies were found.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut, and blood was found on the proximal conductor (not obstructed). The lead exhibited apparent explant damage.

Event description:
It was reported that within a month of implant, the lead exhibited a reduction in r-wave measurment through the device. It was further reported that the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a month of implant, the lead exhibited a reduction in r-wave measurment through the device. It was further reported that the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.